Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator change out procedure. The physician elected to explant and replace the right ventricular lead due to an increase in capture thresholds. The patient did not experience any symptoms.